Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged power issue began the same day at 5:15 pm. The cca noted that the pt manages her diabetes with insulin (self-adjuster); however, it is not known what action the pt took regarding her diabetes management as a result of the issue. The pt reported that approximately 15 minutes after the alleged power issue began, she developed "low sugar" symptoms and reportedly treated self with food and/or drink at 5:45 pm that same evening. At the time of troubleshooting, the cca noted that the pt had not replaced the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose, due to the reported issue and reportedly took food/drink to treat 'low sugar symptoms" after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.